Event description:
It was reported during the (B)(4) study that there was an apparent lead fracture. Also noted was that there were a number of episodes detected as nonsustained tachycardia, as well as short sensed intervals seen. It was further noted that the patient received inappropriate shocks. The lead was capped and replaced. There were no further reported patient complications as a result of this event.

Event description:
It was reported during the sls study that there was an apparent lead fracture. Also noted was that there were a number of episodes detected as nonsustained tachycardia, as well as short sensed intervals seen. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.